Event description:
We have had many patients who have had problems with echelon staplers. Some of our information is still being reported to us. Pt - 1 - date of service about 6 months ago, original surgery: lap gastric bypass. Return to the or for small bowel repair 10 days later. Stapler used 60mm echelon flex power plus stapler. Pt-2 date of service about 1 year ago, original surgery: lap gastric bypass. Return to the or two days later for small bowel repair. Stapler used 60mm echelon flex power plus stapler. Pt- 3 - date of service about 2 months ago, original surgery: lap gastric bypass. Return to the or three days later for small bowel lap. Stapler used 60mm echelon long flex power plus stapler. Pt -4 date of service about two years ago, original surgery: lap gastric bypass. Return to the or about 2 weeks later for small bowel repair. Stapler used 60mm long echelon flex power plus stapler. Pt -5 date of service about 5 months ago, original surgery lap gastric bypass. Return to the or about 2 weeks later for small bowel repair. Stapler used 60mm echelon long echelon flex power plus stapler. Pt - 6 - date or service abut a week ago, original surgery: lab appendectomy. No additional or needs. Echelon flex powered plus articulating endoscopic linear cutter malfunctioned while being used on lap appendectomy. Stopped working while firing. We have this device onsite. Lot number r93k9z. Pt- 7- date of original surgery: about 2 years ago, original surgery lap gastric bypass. Return to the or four days later for diagnostic laparoscopy and relief of small bowel obstruction.